Event description:
The customer reported a spark was noticed in the male plug end of the ventilator¿s power cord while plugged into the ac power wall receptacle. The customer reported the ventilator was in use on a patient, and there was no patient harm. The ventilator's performance was not affected and ventilation continued. The manufacturer's service technician reported the customer removed the ventilator from use, and the hospital biomedical technician replaced the power cord during their evaluation. Upon testing of the power cord, the manufacturer's service technician verified the customer reported problem. The hospital biomedical technician performed extended self testing and completed applicable testing which passed.